Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a bloody fluid leak in the diluter portion of coulter lh 780 hematology analyzer. The fluid was contained within the instrument, and the operator was wearing personal protective equipment at the time of the event. The operator did not seek medical attention. The facility has an exposure control plan in place. Msds was not reviewed. There was no death or injury associated with this event. There was no exposure to mucous membrane or open lesion.

Manufacturer narrative:
The fluid leak originated from tubing in sample access module which contains blood and reagents. A bci field service engineer replaced cut tubing in sample access module. The root cause for this event was cut tubing in the sample access module.